Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other perclose proglide devices referenced were filed under separate medwatch manufacturer reports. The left common femoral artery was reported to have mild calcified stenosis. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site.

Event description:
It was reported that prior to an endovascular abdominal aortic aneurysm repair procedure, pre-close placement of the sutures was attempted in a left common femoral artery with mild calcified stenosis using three perclose proglide devices. Reportedly, the devices were prepared for use according to the instructions for use. The deployment of the proglide devices was attempted through a 7-french sized access site. When the needle plunger of the first proglide device was removed, a needle-to-cuff miss was observed. The device was removed over a guide wire and two additional proglide devices were attempted, but needle-to-cuff misses were also observed. The device was removed and the access site was dilated to an unspecified size to accommodate the outer diameter of the aaa repair delivery catheter. After conclusion of the aaa repair procedure, a surgical cutdown in subcutaneous tissue was performed and the vessel was surgically sutured to achieve hemostasis. It was believed the mild calcified stenosis in the puncture site and a deep tissue tract may have contributed to the reported needle-to-cuff miss. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in-training in the use of the perclose proglide device. No additional information was provided.